Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted (B)(6) 2006. It was reported that following insertion the patient experienced chronic pelvic and vaginal pain, pelvic and vaginal pressure, blood in urine, painful urination, frequency, incontinence, retention, infections, pungent odor, abnormal discharge, pelvic organ prolapse, and psychological/emotional suffering. No additional information was provided. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
It was reported that the patient had a gynecological procedure in order to treat stress urinary incontinence and mesh was implanted. It was reported that the patient had a concurrent procedure of a laparoscopic assisted vaginal hysterectomy/sacrospinous suspension and anterior repair performed during mesh implantation. It was reported that the patient underwent a surgical procedure in 2005 to treat stress urinary incontinence and a pessary device was implanted. (B)(4).

Event description:
It was reported that the patient underwent a surgical procedure on (B)(6) 2006 and mesh was implanted into the patient. It is reported that the patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that following insertion the patient experienced urinary tract infection.